Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination exhibits signs of repeated use and missing components, two bearings. Device history record (DHR) was reviewed and no discrepancies were found. This device is confirmed to have been a part of a CAPA investigation. A field action was initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported ball bearings missing when returned to distributor's office.